Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician reported that there was a fluid leak during a peritoneal dialysis (pd) treatment. In a follow up, a nurse explained that the patient involved had been hospitalized for an unrelated issue not associated with his dialysis or kidney disease. While hospitalized he was getting his normal pd treatments and while there, the nurse helping with the treatments encountered an air detected in the cassette during fill 2 of treatment. Treatment was cancelled and when the cassette was removed, there was fluid inside of the pump module area and fluid on the external cassette. The cycler machine was allowed to air dry. The patient was released from the hospital and is home using the regular cycler. The patient did not encounter any harm, adverse event or require any intervention in association with the leak. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A biomed technician reported that there was a fluid leak during a peritoneal dialysis (pd) treatment. In a follow up, a nurse explained that the patient involved had been hospitalized for an unrelated issue not associated with his dialysis or kidney disease. While hospitalized he was getting his normal pd treatments and while there, the nurse helping with the treatments encountered an air detected in the cassette during fill 2 of treatment. Treatment was cancelled and when the cassette was removed, there was fluid inside of the pump module area and fluid on the external cassette. The cycler machine was allowed to air dry. The patient was released from the hospital and is home using the regular cycler. The patient did not encounter any harm, adverse event or require any intervention in association with the leak. The cycler set is not available to return for investigation.